Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3594. The batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the white teflon pad of the harmonic ace instrument melted. The fragments fell inside the patient during a da vinci assisted procedure and were not retrieved. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, as soon as the customer used the harmonic ace instrument, the white teflon part at the instrument tip melted and the powder was blown out. The fragments fell into the patient and were not retrieved. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no damage observed. While the customer was using the instrument for dissecting, the powder fell into the patient and could not be retrieved. No additional surgical procedure was required to remove the fragment. It was unknown what caused the event to occur. The surgeon did not notice any issues with the functionality of the instrument. There was no instrument collision and the instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury/harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.